Event description:
It was reported that the non- pacing dependent patient presented for in-clinic follow up. A device interrogation revealed failure to capture exhibited by the right ventricular lead. There was also an in range low impedance measurement. The patient was scheduled for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.